Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. CORRECTION: SECTION D UNIQUE IDENTIFIER (UDI). A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 09-AUG-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER FAILED. A FIELD SERVICE ENGINEER INSPECTED THE DEVICE AND CLEANED DEBRIS, REPLACED SOLENOID, RETRACTOR BAND, DRAWER BOARDS, AND CONTROLLER. TESTED IN HARDWARE TEST APPLICATION (HTA). THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES THE MAIN DRAWER 4.1 AND 4.2 WAS NOT DETECTED ON BUS. THE CUSTOMER REPORTED THAT THE MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES the main drawer 4.1 and 4.2 was not detected on bus.The customer reported that the malfunction occurred while dispensing the medication.As per part investigation, it was determined that the root cause of the complaint was physical damage to the ASSY RETRACTOR DWR HH CUBIE, which caused malfunction of both PCBA DWR CNTLR boards. This condition resulted in overheating of the SOLENOID 12 VDC HH DRAWER CUBIE and caused fuse F201 on both PCBA PMC HH boards to blow. The resulting damage compromised drawer communication and control functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: Section D Unique Device Identifier (UDI).PART ANALYSIS:The reported condition of Preventative Maintenance was confirmed by field service engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to WO 02064583, the BD FSE reported that upon arrival, the drawer was opened from the hardware test application (HTA), removed cubies, removed and cleaned out debris. Afterwards, the FSE inspected the Main Half Height drawer 4 and found that the solenoid on 4.2 was stuck and not moving. Therefore, replaced solenoid, retractor band and drawer controller board. Still no lights were lit on the module controller board, so replaced again the drawer controller board drawer 4.1. Then had to replace the module controller again to get it working. Finally, tested the drawer in the HTA. Customer tested in the application and cleared all failures. During DCHU Visual Inspection: P/N (B)(4): Both parts were received with no signs of physical damage, fluid ingress or missing components. P/N (B)(4): Both parts were received with no signs of physical damage, fluid ingress or missing components. P/N (B)(4): The part was received with no signs of broken parts, bent flat metal bars or missing components. However, a closer inspection was conducted using a stereo microscope which confirmed physical damage to the flat flex cable. P/N (B)(4): The part was received with signs of thermal damage as discoloration on the coil shielding, indicative of overheating of the component. P/N (B)(4): The part was received with no signs of physical damage, fluid ingress or missing components. During DCHU Testing: P/Nv (B)(4): SN (B)(6): There were identified short-circuited components between components C605 and D601. Board was determined as faulty, and no functional testing was performed. SN (B)(6) There were identified short-circuited components between testing points TP501 and TP503. Board was determined as faulty, and no functional testing was performed. P/N (B)(4): SN (B)(6): Fuse F201 was detected to be opened since no continuity was measured. Board was determined as faulty, and no functional testing was performed. SN (B)(6): Fuse F201 was detected to be opened since no continuity was measured. Board was determined as faulty, and no functional testing was performed. P/N (B)(4): Since physical damage was detected during inspection, no testing was performed. P/N (B)(4): Since thermal damage was detected during inspection, no testing was performed.P/N (b)(4): Using the DMM, there was identified a faulty capacitor C1. Components were determined as faulty, and no functional testing was performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint is physical damage on the ASSY RETRACTOR DWR HH CUBIE that generated a malfunction on the components of both PCBA DWR CNTLR; that overheated the SOLENOID 12 VDC HH DRAWER CUBIE¿ and blew the fuse F201 of both the ¿PCBA PMC HH. This series of damage generated a condition that compromised the communication and control of the drawer.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES THE MAIN DRAWER 4.1 AND 4.2 WAS NOT DETECTED ON BUS. THE CUSTOMER REPORTED THAT THE MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.